Manufacturer narrative:
A service report will be completed by dmta field service engineer following the evaluation of the device identified by this complaint. The evaluation of the device by the fse is pending at this time. A follow-up report will be filed with all new information following the completion of the technical safety system check. Patient hematoma is listed as a potential adverse effect and complication in the compact delta ii operating manual. Details concerning the patient outside of the confirmation of hematoma were not provided to dmta for review, and no follow up information has been received at this time.

Event description:
Patient hematoma reported.

Event description:
Patient hematoma reported.

Manufacturer narrative:
A service report was completed by dmta field service engineer following the technical safety system check completed 9 nov 2022. The evaluation of the device by the fse revealed the device was operating as intended within specification and no deviations or irregularities were identified. Patient hematoma is listed as a potential adverse effect and complication in the compact delta ii operating manual. Details concerning the patient outside of the confirmation of hematoma were not provided to dmta for review, and no follow up information has been received at this time. It was confirmed during the devices review that the unit was operating as intended.